Manufacturer narrative:
A1 patient identifier: (B)(6). A2 age at time of event: 64 years old at the time of enrollment.

Event description:
Elegance clinical trial . It was reported that restenosis occurred. The subject underwent treatment with the ranger paclitaxel-coated pta balloon catheter on (B)(6) 2023 as a part of the elegance clinical trial. The target lesion was in the right mid superficial femoral artery (sfa), right distal superficial femoral artery, right tibial peroneal trunk and right peroneal artery with 6mm proximal reference vessel diameter and 6mm distal reference vessel diameter with lesion length 200mm with 100% stenosis and was classified as tasc ii c lesion. Prior to the treatment of target lesion with the study device, pre-dilation was performed using 5mm mustang pta balloon. Treatment of target lesion was performed by dilation using 5mm x 200mm ranger paclitaxel-coated pta balloon catheter study device. Following post-treatment was performed by placement of 6mm x 200mm innova bare metal stent and the final residual stenosis was noted to be 0%. On the same day, the subject was discharged from the hospital. On (B)(6) 2023, the subject was noted with symptoms related to in-stent restenosis in the right sfa. On (B)(6) 2023, arteriogram was performed which revealed severe in-stent restenosis in right proximal sfa and right distal sfa, occlusion in posterior tibial artery stent, and patency in right common femoral artery (cfa), popliteal arteries, tibio peroneal trunk and peroneal artery. On the same day, 257 days post index procedure, 90% stenosis noted in the right proximal, mid and distal sfa were treated by pre-dilation using 6mm sterling balloon. Subsequently, post-dilation was performed using 6mm ranger paclitaxel-coated pta balloon with the final residual stenosis noted to be 10%. Post procedure, improved results were observed. The outcome of the event is considered as ongoing. It was further reported that the target lesion was in the right mid sfa extending up to right distal sfa. On the same day, 257 days post index procedure, 90% stenosis noted were treated by pre-dilation using 6mmx100mm sterling balloon.

Manufacturer narrative:
A1 patient identifier: (B)(6). A2 age at time of event: 64 years old at the time of enrollment.

Event description:
Elegance clinical trial. It was reported that restenosis occurred. The subject underwent treatment with the ranger paclitaxel-coated pta balloon catheter on (B)(6) 2023 as a part of the elegance clinical trial. The target lesion was in the right mid superficial femoral artery (sfa), right distal superficial femoral artery, right tibial peroneal trunk and right peroneal artery with 6mm proximal reference vessel diameter and 6mm distal reference vessel diameter with lesion length 200mm with 100% stenosis and was classified as tasc ii c lesion. Prior to the treatment of target lesion with the study device, pre-dilation was performed using 5mm mustang pta balloon. Treatment of target lesion was performed by dilation using 5mm x 200mm ranger paclitaxel-coated pta balloon catheter study device. Following post-treatment was performed by placement of 6mm x 200mm innova bare metal stent and the final residual stenosis was noted to be 0%. On the same day, the subject was discharged from the hospital. On (B)(6) 2023, the subject was noted with symptoms related to in-stent restenosis in the right sfa. On (B)(6) 2023, arteriogram was performed which revealed severe in-stent restenosis in right proximal sfa and right distal sfa, occlusion in posterior tibial artery stent, and patency in right common femoral artery (cfa), popliteal arteries, tibio peroneal trunk and peroneal artery. On the same day, 257 days post index procedure, 90% stenosis noted in the right proximal, mid and distal sfa were treated by pre-dilation using 6mm sterling balloon. Subsequently, post-dilation was performed using 6mm ranger paclitaxel-coated pta balloon with the final residual stenosis noted to be 10%. Post procedure, improved results were observed. The outcome of the event is considered as ongoing.

Manufacturer narrative:
A2 age at time of event: 64 years old at the time of enrollment.

Event description:
It was reported that restenosis occurred. The subject underwent treatment with the ranger paclitaxel-coated pta balloon catheter on (B)(6) 2023 as a part of the clinical trial. The target lesion was in the right mid superficial femoral artery (sfa), right distal superficial femoral artery, right tibial peroneal trunk and right peroneal artery with 6mm proximal reference vessel diameter and 6mm distal reference vessel diameter with lesion length 200mm with 100% stenosis and was classified as tasc ii c lesion. Prior to the treatment of target lesion with the study device, pre-dilation was performed using 5mm mustang pta balloon. Treatment of target lesion was performed by dilation using 5mm x 200mm ranger paclitaxel-coated pta balloon catheter study device. Following post-treatment was performed by placement of 6mm x 200mm innova bare metal stent and the final residual stenosis was noted to be 0%. On the same day, the subject was discharged from the hospital. On 11-dec-2023, the subject was noted with symptoms related to in-stent restenosis in the right sfa. On (B)(6) 2023, arteriogram was performed which revealed severe in-stent restenosis in right proximal sfa and right distal sfa, occlusion in posterior tibial artery stent, and patency in right common femoral artery (cfa), popliteal arteries, tibio peroneal trunk and peroneal artery. On the same day, 257 days post index procedure, 90% stenosis noted in the right proximal, mid and distal sfa were treated by pre-dilation using 6mm sterling balloon. Subsequently, post-dilation was performed using 6mm ranger paclitaxel-coated pta balloon with the final residual stenosis noted to be 10%. Post procedure, improved results were observed. The outcome of the event is considered as ongoing. It was further reported that the target lesion was in the right mid sfa extending up to right distal sfa. On the same day, 257 days post index procedure, 90% stenosis noted were treated by pre-dilation using 6mmx100mm sterling balloon. It was further reported that on 20-dec-2023, the event was considered to be resolved. It was further reported that on (B)(6) 2023, the subject presented to hospital for study specific 6-month follow-up examination and was noted with right lower extremity toe blanching with movement. On the same day, lower extremity abi was noted to be 0.70 on right leg with dampening waveform at the calf level consistent with femoral-popliteal occlusive disease. Subsequently, right lower extremity duplex ultrasound revealed elevated velocities in proximal femoral artery stent suggestive of 75-99% stenosis. The posterior tibial artery was occluded in the proximal and mid segment with collateral reconstituted into distal segment. Unable to detect any doppler flow in the anterior tibial and dorsalis pedis artery which was suggestive of occlusion. The common femoral, profunda, popliteal and peroneal arteries were patent. Based on the above findings, arteriogram and possible intervention was planned for later date. On (B)(6) 2023, the subject presented to hospital for pre-operative evaluation prior to arteriogram and reported numbness and tingling in right foot after walking about a block.

Event description:
Elegance clinical trial. It was reported that restenosis occurred. The subject underwent treatment with the ranger paclitaxel-coated pta balloon catheter on (B)(6) 2023 as a part of the elegance clinical trial. The target lesion was in the right mid superficial femoral artery (sfa), right distal superficial femoral artery, right tibial peroneal trunk and right peroneal artery with 6mm proximal reference vessel diameter and 6mm distal reference vessel diameter with lesion length 200mm with 100% stenosis and was classified as tasc ii c lesion. Prior to the treatment of target lesion with the study device, pre-dilation was performed using 5mm mustang pta balloon. Treatment of target lesion was performed by dilation using 5mm x 200mm ranger paclitaxel-coated pta balloon catheter study device. Following post-treatment was performed by placement of 6mm x 200mm innova bare metal stent and the final residual stenosis was noted to be 0%. On the same day, the subject was discharged from the hospital. On (B)(6) 2023, the subject was noted with symptoms related to in-stent restenosis in the right sfa. On (B)(6) 2023, arteriogram was performed which revealed severe in-stent restenosis in right proximal sfa and right distal sfa, occlusion in posterior tibial artery stent, and patency in right common femoral artery (cfa), popliteal arteries, tibio peroneal trunk and peroneal artery. On the same day, 257 days post index procedure, 90% stenosis noted in the right proximal, mid and distal sfa were treated by pre-dilation using 6mm sterling balloon. Subsequently, post-dilation was performed using 6mm ranger paclitaxel-coated pta balloon with the final residual stenosis noted to be 10%. Post procedure, improved results were observed. The outcome of the event is considered as ongoing. It was further reported that the target lesion was in the right mid sfa extending up to right distal sfa. On the same day, 257 days post index procedure, 90% stenosis noted were treated by pre-dilation using 6mmx100mm sterling balloon. It was further reported that on (B)(6) 2023, the event was considered to be resolved.

Manufacturer narrative:
A1 patient identifier: (B)(6). A2 age at time of event: 64 years old at the time of enrollment.